Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had been receiving multiple lost sensor alarms. The customer had been hospitalized due to a medical procedure. The customer was wearing the insulin pump during a test monitor procedure involving x-rays. When the customer attempted to link her sensor she had experienced a lost sensor alarm. The customer tried to link with a new sensor but she still received the alarm. The customer changed set. The customer would receive the alarm every 10 minutes. The customer's blood glucose level was 510 mg/dl. The customer treated with a manual injection. Troubleshooting was not completed because the customer was checking out of the hospital. A follow up call will be made. The device will not return for analysis.